Event description:
As reported, during a product inspection by the local authority the following products did not pass the conformity testing during their sanitary analysis due to the presence of filaments in the sterile packaging. The products were rejected and were not clinically used. There was no reported patient injury. Additional information received indicated that there was no damage noted to the shipping box or inner box. The laboratory found what they called "a filament of dubious nature within the sterile packaging." The integrity of the sterile pouch was not compromised. The product issue was noted at the laboratory of control ((B)(4) authorities). No pictures are available. The products are being returned. Various lot numbers were affected. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17091576 revealed no anomalies during the manufacturing and inspection processes. No nonconformance records were issued for this lot. No excursions were found for lot 17091576. Additional information will be submitted within 30 days upon receipt. This is one of five (5) complaint products affected, please reference MFR. Report # 9616099-2015-00147; 9616099-2015-00149; 9616099-2015-00150; 9616099-2015-00151; and # 9616099-2015-00152.

Manufacturer narrative:
Complaint conclusion: as reported, during a product inspection by the local authority, the following products did not pass the conformity testing during their sanitary analysis due to the presence of filaments in the sterile packaging. The products were rejected and were not clinically used. There was no reported patient injury. Additional information received indicated that there was no damage noted to the shipping box or inner box. The laboratory found what they called "a filament of dubious nature within the sterile packaging." The integrity of the sterile pouch was not compromised. The product issue was noted at the laboratory of control. As per the (B)(6) authorities, the products will not be returned for analyses. (B)(4). The complaint devices were not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the manufacturing review and inability to retain products, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of five (5) complaint products affected, please reference MFR. Report # 9616099-2015-00147; 9616099-2015-00149; 9616099-2015-00150; 9616099-2015-00151; and # 9616099-2015-00152.

Manufacturer narrative:
(B)(4). The products are available for evaluation and testing. However, the products have not been returned as of to date. This is one of five (5) complaint products affected, please reference MFR. Report # 9616099-2015-00147; 9616099-2015-00149; 9616099-2015-00150; 9616099-2015-00151; and # 9616099-2015-00152.